Event description:
Symptoms resolved after 7 days of treatment with azithromycin.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and pain: 6. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses after injection with juvéderm voluma® xc include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. B. Health care professional instructions 18. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. 8. Instructions for use c. Patient instructions ¿ within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the midface at the ck1, ck2, ck3 and l8.three months later, the patient was injected with juvéderm® voluma¿ with lidocaine in the chin at the c1, c2 and c6. Another 3 months later, the patient was injected with juvéderm® volbella¿ with lidocaine in the tear troughs at the tt codes. About 2 months later, the patient was injected with juvéderm® volbella¿ with lidocaine in the lips. A few days later, the patient flew overseas to a country which is about 8000ft above sea level. After 2 days in the country, the patient developed swelling on the cheeks. On the next day, the patient had increased swelling that was also associated with tenderness in the cheeks and prejowl area. Patient flew out again to another country with a much lower altitude the next day and still had swelling and tenderness. Over the next 2 days, the patient noticed that the left side subsided and there was less swelling and tenderness. Patient then had a return flight home the next day and contacted the healthcare professional. Patient noted feeling much better the next day and was reviewed 2 days later. Upon review, the patient had "palpable product on the right prejowl area only (c6)." The patient also noticed that their lip "was a bit skewed" and was treated with 0.15ml of juvéderm® volbella¿ with lidocaine in the lower lip and hyalase to the upper lip. It was noted that the patient had to "trek with thin atmosphere" while in the other country. Healthcare professional had thought these reactions to be unusual. Patient was also treated with azithromycin. It was noted that there were no problems with juvéderm volbella with lidocaine. This is the same event and the same patient reported under MDR ID #3005113652-2017-01074 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.